Event description:
Complaint: off label use of stents to repair a perforation of the iliac artery; stents failed resulting in death. During a diagnostic, non-emergency cardiac catheterization, a b)(6) physician perforated pt's iliac artery while trying to straighten very tortuous artery. Instead of taking pt to surgery, the physicians opted to repair the perforation with stents. The pt was in stable condition after the repair intervention, but expired approximately eight hours later. Autopsy: death from massive hemorrhaging, hemoperitoneum; documents over 7 liters of blood and states stents were not found. I contacted the stent manufacturer, w.l. Gore, on 12/16/09. We were not questioning if the stents initially performed as intended, but whether the stents may have migrated resulting in the death of our mother. Their report was completed on 2/4/10 concluding, from the cd of the procedure showing no further bleeding, that the stents performed properly. I was informed that gore would not be filing with the FDA, but that I could file directly. They stated the death had not been reported to them; I do not know if death was reported to the FDA, could not find on maude database. We did not pursue a product liability suit, as the physicians chose to use the product contrary to the manufacturer's stated warnings. However, since the physicians are now claiming that any failure is the manufacturer's fault, I need to ascertain if the warnings were in compliance with FDA regulations. In addition, since the physicians are maintaining that the stents were deployed were appropriate, I need to know who determines if a medical device is appropriate and who is responsible if that device fails. According to the manufacture, w.l. Gore, this was an off label use of their stents by b)(6) physicians. Their product insert states the stents deployed were only approved for improving blood flow in pts with symptomatic peripheral arterial disease. The insert has warnings not to use in tortuous arteries or "in lesions involving a major side branch that may be covered by the endoprosthesis" and further migration of the endoprosthesis may require surgical intervention. Despite the instructions, b)(6) physicians deployed two gore viabahn stents to repair a large perforation of the right iliac artery, which they had determined was extremely tortuous, at the bifurcation of the common and external iliac artery. The physicians' own note states inventory was not perfect. In the just received discovery responses, b)(6) physicians state the manufacturer's warnings do not apply as the "recommendations accompanying stents are for different clinical situation". In response to an interrogatory questioning the use of gore viabahn stent to repair a perforation, at a bifurcation in a tortuous artery, physician replied, "the appropriate stent was used". I have contacted w.l. Gore again requesting data regarding migration and problems deploying their stents in tortuous arteries and at bifurcations. Main questions for the FDA: was the death reported in 2007 by b)(6) medical center, the b)(6) medical group or any of the 3 physicians involved? What are the FDA's regulations or guidelines for adequate product warnings on medical devices? Did the 2007 product insert from wl gore comply with these regulations? Were the manufacturer's product insert instructions and warnings sufficient that a physician should have known the product was not approved for repair of perforations and if so, who regulates the unapproved use of a medical device? Were the manufacturer's product insert instructions and warnings sufficient that a physician should have known the product was not approved for any use in tortuous arteries, and if so, who is responsible for the unapproved use of a medical device? Were the manufacturer's product insert instructions and warnings sufficient that a physician should have known the product was not approved for any use near a major bifurcation, etc. Physicians later informed us they had never used these stents for the repair of a perforation before, had never seen the procedure done, had never read any articles or case studies discussing the use of stents to repair this type of perforation, but had heard about the use of stents to repair perforations. Who regulates physicians experimenting with a new use of a medical device? Apparently the off label use of stents to repair perforations is becoming common practice, as it saves money and recovery time. I have found only a few hospitals conducting approved studies on the use of stents for repair. Under their protocols, my mother would not have met the criteria for stent repair rather than surgery. Our family was obviously not given this info before the procedure was done. There was no informed consent to try something new. Since the death was not reported, the possible reasons the stents failed - size of the perforation, its location, severe tortuosity of the artery, the age, weight or sex of the pt - were not determined. The info is not available to studies or articles that might caution physicians in using stents to repair this type of perforation in similar pts. If the use of stents for repair is not regulated and if this use and these deaths are not reported, then the FDA has no way to determine how many pts die from this experimental off label use of stents. In addition, there is no way to recommend to physicians when it would be appropriate and safe to try the new use. Who regulates physicians experimenting with a new use or off label use of a medical device? Who regulates if training or experience is required? Who determines if a medical device is appropriate? Who regulates the unapproved use of a medical device? Who is responsible if that device fails?